Event description:
A physician at the user facility reported that during a procedure, the angles were reduced in all directions. There was no patient or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the air/water nozzle was blocked with foreign debris, and there were foreign objects in the distal end. This report is being submitted for the malfunction found by service during the device evaluation (foreign material/foreign objects). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it is likely that during reprocessing, body fluids or the like made the nozzle clog and adhered to the distal end; however, a definitive root cause could not be determined. The event may be detected by following the device's instructions for use, which state: ¿inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ the event may be prevented by following the device's instructions for use which state: ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories: clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels". "Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ further evaluation of the device confirmed the customer¿s reported reduced angulation, and found the angle wires were stretched, and the up-angle wire was broken. In addition, the instrument channel was buckled and deformed. The distal end cover had a scratch, a dent, and the resin was cracked. The adhesive in the bending section was deteriorated and there was a gap in the adhesive. The adhesive of the bending cover (a-rubber) was dirty, and the connecting tube was wrinkled and dirty. The resin in the connecting tube was cracked due to chemical and physical stresses applied during the cleaning, disinfecting, and sterilization processes. The scope cover had a scratch and was dirty. The control grip was dirty and discolored. Switch #1 had a scratch. The right/left knob and up/down knob were dirty. Due to the clogging of the nozzle, water removal did not meet specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received. Section b5 and sections e1, e2, e3, have been updated accordingly.

Event description:
The diagnostic endoscopic gastrointestinal procedure was completed using the same device with no patient or procedure impact reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.